Event description:
Customer's family member called alleging patient's ot ultra meter's "apply sample" symbol would appear but the test would not start counting down. Family member stated there were times when the blood droplet symbol freezes and doesn't blink. To correct the problem, family member would remove the test strip. This would sometimes cause the meter to lose the date and time and family member would need to reset the meter (the 14 and 30 day average was never affected). Family member also mentioned when another family member was watching patient, the blood droplet froze again. Another family member removed the test strip and when another the family member inserted the test strip again, the symbol never appeared. Another family member didn't know how to set up the meter to resolve the problem and family member was unable to walk patient through the phone to correct the problem. Another family member was unable to test customer's blood sugar because of this issue. Meter has been replaced.